Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as blood at site. The customer¿s blood glucose level 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer states the site was actively bleeding because the sensor hit a blood vessel. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.